Manufacturer narrative:
On 26jul2019 and email was received with additional information. When the patient (pt) was seen at the ophthalmology office (no date of visit was provided), the pt was asymptomatic and the evaluation revealed quiet anterior chamber and no sign of uveitis. The event is considered as closed. No additional medical information was received. If any further relevant information is received, a supplemental report will be filed.

Event description:
On (B)(4) 2019, a johnson and johnson employee reported a clinical study patient (pt) in the (B)(6) presented with 4-5 keratic precipitates on the corneal endothelium while wearing 1-day acuvue® moist® brand contact lenses (cl). At a scheduled visit for the clinical study on (B)(6) 2019, the pt was asymptomatic (no pain, redness or change in vision); sl bio exam revealed right eye (od) suspected keratic precipitate (central cornea; one approx. 0.1mm diameter, 4-5 approx. 0.01mm diameter); anterior chamber was quiet (no cells or flare); no corneal staining; unknown cause; ocular diagnosis unconfirmed. The pt is to return to the clinic the following week to decide on a management plan. On (B)(4) 2019, additional information was received from the johnson and johnson employee: on (B)(6) 2019, the pt was seen for a follow-up visit to the clinic. The pt was still asymptomatic; sl bio exam revealed od suspected keratic precipitates, which was managed as suspected anterior uveitis, still 4-5, two of which were larger; anterior chamber quiet. The pt was referred to an ophthalmologist on (B)(6) 2019 and was exited from the study, as the clinical signs had not resolved, the cause is unknown, and the clinical presentation is atypical. On (B)(4) 2019, additional information was received from the johnson and johnson employee: the pt was not given any treatment for the event. On (B)(6) 2019 the pt was instructed to discontinue lens wear and wait to see if the issue would improve. The pt returned to the clinic on (B)(6) 2019 with no change in the clinical eye exam and was exited from the study and referred to an ophthalmologist. The pt currently has not been seen by an ophthalmologist yet, however the clinic checked with the pt and the pt is still asymptomatic at this time. Multiple attempts have been made to obtain addition medical information. No additional information has been received. This event is being reported as a worst-case event as the diagnosis was unable to be verified. The suspect od cl is not available for return. No product or lot information was available. No analysis could be conducted. If any further relevant information is received, a supplemental report will be filed.